Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of abdominal pain and cloudy effluent in a patient (age not reported) coincident with dianeal unknown therapy. On an unknown date, the patient began treatment with dianeal unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for chronic renal failure. On (B)(6) 2011, the patient contacted (B)(6) technical service center to report a suspected peritonitis manifested by abdominal pain and cloudy effluent (onset date not reported). It was not reported if the patient underwent laboratory testing. An outcome for the events of abdominal pain and cloudy effluent, and action taken with dianeal therapy was not reported. The patient's concomitant medications were not reported. An opinion of causality was not reported for the events of abdominal pain and cloudy effluent.